Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was tested using a system on startup unit displayed c-34. Upon visual inspection there were no issues found that would be relate to the reported event. The iesu will be returned to the original equipment manufacturer. The root cause of this event happened in the field c-34 error was triggered indicating a high voltage fault.

Event description:
It was reported that during a da vinci-assisted prostatectomy-radical salvage surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported an erbe device displayed errors c-34 and c-00. Despite power cycling the electrosurgical unit (esu) and system but the issue persisted, and the customer reported smelling something burning. The customer switched to a third-party esu, which functioned normally, allowing the procedure to continue as planned. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it is unknown whether ports were placed prior to identifying the issue. Upon powering on the system, its functionality was checked, but it initially powered on with errors. The exact time of the da vinci-assisted procedure is unknown. No arcing was observed, and the origin of a burning smell is not confirmed. Furthermore, it is unclear if the field engineer (fe) detected any unpleasant odor upon arriving at the scene. Patient demographics were not provided.